Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the permanent cautery spatula (pcs) cable was broken or loose. The customer used a backup pcs instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Manufacturer narrative:
Isi followed up with the medical engineer and obtained the following additional information: the instrument was not inspected prior to use. Delamination surgical task was being performed when the issue occurred. There was no opening/closing issue of the grips. There was no fragment falling inside the patient¿s anatomy. Intuitive surgical, inc. (Isi) received the permanent cautery spatula instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a broken distal pitch cable at the distal end. Additional observations, which were related to the reported complaint, identified a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the broken pitch cable on the distal end. The instrument housing was removed and found that the pitch cable was dislodged at the proximal end. The instrument was found to have a frayed pitch cable at the distal end. Additional observations, which were not related to the reported complaint, identified a dislodged conductor wire at the distal end. The instrument was found to have a segment of the conductor wire sticking out. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged. The instrument passed electrical continuity test. No signs of thermal damage were observed.

Event description:
Refer to h10/h11 for follow-up information.